Event description:
The user did the home test for covid and got a very stark negative result with the kit but the result from the app says positive. But the test hasn't been 15 minutes yet. Importer comments: this is a phenomenon that occurs because false negative or false positive results can occur if results are read before 15 minutes or after 20 minutes. So the results should be read 15 min after applying the sample in accordance with the instruction for user.